Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/16/2024, it was reported by a sales representative via phone that an ar-4020c-08 fastthread biocomposite interference screw 8 x 20 mm broke apart into small fragments during insertion. All fragments were retrieved from the patient and no case delay was reported. The case was completed using an ar-4020c-07 fastthread biocomposite interference screw 7 x 20 mm. This was discovered during an acl reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to misaligned insertion or prying/leveraging the screw during insertion.